Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to test the pump by pressing the button and plugging it into a power source, but the screen remained off. The pump's led was blinking red, and it was vibrating periodically. Technical support decided to replace the pump, which was not under warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.